Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose (bg) level was not impacted by the event. However, the customer stated that they have been experiencing fluctuating bg levels and that they were currently working with their healthcare provider. Reportedly, the customer would continue to use the pump until replacement pump is received.